Event description:
It was reported that air bubbles were observed within the tubing of multiple infusion sets. Customer changed the infusion set and resumed pump therapy. Customer¿s blood glucose level was 288 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.